Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/20/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for premature ventricular contraction (pvc) in the left ventricle with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The adverse event occurred during ablation phase of the procedure and the patient¿s outcome after the pericardiocentesis was performed, is fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Here were no error messages observed on any bwi equipment during the procedure. Product evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30059533m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contraction (pvc) in the left ventricle with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the ablation procedure, the patient had a loss of consciousness, the blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed with the intent of removing fluid, however upon the entry into the space, all fluid had migrated out of that region. It is unknown if further intervention was required. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician noted that it was unusual for a perforation to occur in this area due to the thickness of the tissue. It is unknown if transseptal puncture was performed. There was 28 minutes total ablation time. The generator was in temperature control mode at 37 degrees celsius and 40 watts of power. The overall time for ablation at the site of the injury was 28 minutes. The cool flow cut-off for the smart touch catheter was at 50 degrees. The impedance was steady around 120 ohms with a cut-off of 250 ohms maximum. It is unknown if the patient received anticoagulant during the procedure. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2018, additional information about the event and the patient were received. The new information indicated that the patient was a 63-year-old female who underwent an ablation procedure for premature ventricular contraction (pvc). The adverse event occurred during ablation phase of the procedure and the patient¿s outcome after the pericardiocentesis was performed, is is fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Here were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with an abbot transseptal needle and an 8.5 fr sheath. The catheter irrigation was set at 30ml/min and the patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300-350 seconds. The catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter. The force visualization features used included graph, dashboard and vector. The color option used prospectively was time. Manufacturer's ref # (B)(4).